Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms in unipolar configuration, and noise. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.